Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Aditional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 4/8/2016.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a enterolysis, abdominal sacral colpopexy, abdominal enterocele repair due to pop, cystocele, enterocele, and sui. No additional information was provided.